Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level. The customer¿s blood glucose level at the time of the incident was 274 mg/dl. The customer¿s current blood glucose level was 105 mg/dl. Other relevant blood glucose level of the customer was over 300 mg/dl, 236 mg/dl, 358 mg/dl and 223 mg/dl and then it started to go down and value was 70 mg/dl. The customer was treated with insulin pump. Customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.